Event description:
The manufacturer received information alleging a ventilator was alarming for a low minute ventilation alarm condition. The patient complained of a decreased heart rate and increased work of breathing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps during testing. The device's machine flow sensor was found to have water ingress and was replaced to address the issues.